Manufacturer narrative:
Based on the current information provided, the cause of the operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures with the exception of the endoscope, a site review shows no complaints filed against the instruments. No image or video clip for the reported event was submitted for review. The system logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: all of the errors in the logs for that procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction). There are two errors pointing to an arm/instrument. One is the 1171 which is just saying that a fan turned on. The other is 282 which is an instrument recognition error. This is often due to a seating issue of the drape/instrument. Since the error only occurred once, it was likely resolved by reseating. None of the errors suggest nonintuitive motion or any other issue related to the incident. This complaint is reportable due to the following: during a da vinci-assisted surgical procedure, it was initially alleged that the renal artery was accidentally injured by an mcs instrument. Although the chair of surgery attributed the cause of the bleeding to surgical error, the surgeon commented that the issue was due to a loss of pneumoperitoneum leading to his inability to visualize the bleeding vessel and thus, the conversion of the procedure to open. The loss of insufflation was attributed to a third-party trocar; however, isi is unable to confirm with the surgeon whether or not any of the da vinci cannulas contributed to the loss of insufflation. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported by the chair of surgery that during a da vinci-assisted nephrectomy procedure, that renal artery was accidentally injured by the monopolar curved scissors (mcs). The chair of surgery reported the incident as a surgeon error and not related to the robot causing patient harm. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following information: the csr was not present during the procedure and was informed of the incident by the director of robotic surgery and the chair of surgery. The director of robotic surgery and the chair of the surgery informed the csr that the issue was not due to any technical issue or da vinci product but due to surgeon error. The surgeon accidentally nicked the renal artery. There was no non-intuitive motion of the instruments or system arms. The procedure was converted to open, and the bleeding vessel was ligated with sutures manually. The csr is not sure of the estimated blood loss or how much of blood was transfused to the patient. The patient was admitted to the ICU and is recovering. Isi followed up with the csr, who spoke to the surgeon and obtained the following information: the surgeon denied "nicking" the renal artery. The surgeon said that he was almost done with the nephrectomy case, during the last few minutes of the procedure when there was some 'mild bleeding' seen from an accessory vessel supplying the tumor. As he was trying to assess the bleed, there was sudden loss of insufflation and pneumoperitoneum which caused loss of visualization of the operative field. It is unknown how the pneumoperitoneum was lost. The bedside staff was not able to reestablish pneumoperitoneum. The surgeon had to convert the procedure to open to secure bleeding. The bleeding vessel was ligated with sutures manually. A third-party con-med air seal trocar was used in this procedure for insufflation. The surgeon confirmed that there were no issues with the da vinci system, instrument and accessory that caused the event. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.